Event description:
It was reported that cartridge alarm occurred and caller experienced cartridge alarms with consecutive cartridges on pump, leading to concern about continued use. There was no reported impact to the customer¿s blood glucose level. Customer was already scheduled to receive replacement pump, was advised by technical support to use backup insulin method in the meantime, and was instructed not to reuse cartridge but instead to fill another cartridge, although no additional information was received regarding the final outcome.